Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for evaluation; therefore, the investigation was limited. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Factors involved in the collection, handling and processing of heparin-plasma specimens can influence plasma specimen quality, with corresponding potential effects on both instrument operation and analyte stability. Specimen management protocols are of particular importance when using heparin plasma, to ensure plasma specimen quality and overall performance are acceptable. To assure a high-quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Although heparin plasma is the specimen of choice in many laboratories, it represents a more complex specimen than serum. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Event description:
Material no. 367962, batch no. Unknown. It was reported that after use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the customer experienced inconsistent troponin results causing erroneous results. This occurred on 2 separate occasions with the same patient. The following information was provided by the initial reporter: "pst tube gives inconsistent troponin results". Patient: 8.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367962, batch no. Unknown. It was reported that after use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the customer experienced inconsistent troponin results causing erroneous results. This occurred on 2 separate occasions with the same patient. The following information was provided by the initial reporter: "pst tube gives inconsistent troponin results" patient: 8.